Event description:
On (B)(6) 2011, the home patient called in with questions regarding therapy. The patient mentioned that he had a fibrin clot about a month ago and had peritonitis and went to the hospital. On (B)(6) 2011, product surveillance contacted the facility to speak with the peritoneal dialysis nurse regarding this patient's peritonitis case. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. The patient was treated with antibiotics and is recovering. The nurse did not believe that the peritonitis was caused by baxter products or the therapy but it was a result of a hospital visit for the patient's radiation therapy. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no samples were returned to baxter, a root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted on potentially associated lot gd888131 and no issues were found related to the reported condition during the manufacture of those lots.